Event description:
The user facility reported that during a patient procedure their light handle cover detached and fell into the sterile field. No report of injury.

Manufacturer narrative:
Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. Steris offered in-service training to the user facility on the proper use and operation of the lb53 light handle cover specifically, proper installation practices. However, the user facility declined. No additional issues have been reported.